Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6) (r950536501). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting level (act) were 320s and heparin was administered. A pre-implant balloon valvuloplasty done with a 22mm non-abbott balloon. The valve partially re-sheathed one time and successfully implanted. The final implant depth was 4.65mm on the non-coronary cusp (ncc) and 5.06mm on the left coronary cusp (ncc). The patient experienced a constant pleuritic chest pain overnight and transthoracic echocardiogram (tte) showed possible trace pleural effusion. The patient was treated with colchicine and kept in the hospital an additional day.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting level (act) were 320s and heparin was administered. A pre-implant balloon valvuloplasty done with a 22mm non-abbott balloon. The valve partially re-sheathed one time and successfully implanted. The final implant depth was 4.65mm on the non-coronary cusp (ncc) and 5.06mm on the left coronary cusp (ncc). The patient experienced a constant pleuritic chest pain overnight and transthoracic echocardiogram (tte) showed possible trace pleural effusion. The patient was treated with colchicine and kept in the hospital an additional day.

Manufacturer narrative:
There was no reported device malfunction associated with the navitor. An event for patient effects of pleural effusion and angina was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported event could not be conclusively determined. The reported unexpected medical intervention was a resulted of case-specific circumstances, as medication was given. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.